Event description:
Customer reported that the screen on his adc blood glucose meter is cracked and the meter is no longer working. Customer further reported subsequently self-administering glucagon. No further information was provided due to the call becoming disconnected. Multiple, unsuccessful, attempts to contact this customer have been made. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. It is unknown when the actual medical event occurred. (B)(4). All pertinent information available to abbott diabetes care has been submitted.